Manufacturer narrative:
This patient was noted to have moderate degree of native aortic valve and leaflet calcification. Prior to deployment, there was reported good coaxial alignment of the delivery system and valve and image intensifier angle. The sapien valve was positioned and then deployed 50:50 within the annulus. During deployment, ventilation was held and there was no loss of pacing capture. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, according to the physician, the patient had extremely long native and the patient would have required two sapien valves even if the first sapi en valve had been deployed more aortic. According to a technical summary compiled by the engineering team at edwards lifesciences, the possibility of the native leaflets hanging over and covering the out flow of the sapien valve results in reduced coaptation of the sapien leaflets. The sapien leaflets are in a normally open position and require the back flow/ pressure generated during cardiac diastole to initiate leaflet closure. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported via the edwards clinical specialist, during a transapical transcatheter aortic valve replacement procedure, post deployment of the sapien valve, the non-coronary leaflet was noted to overhang the frame of the sapien valve. This caused non-coaptation of the prosthetic leaflet resulting in central aortic insufficiency (ai). A second sapien valve was deployed and resolved the issue.